Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon ruptured and was difficult to remove. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex coronary artery. Prior to the insertion of a 10mmx3.00mm wolverine coronary cutting balloon, ivus was attempted with an opticross hd imaging catheter. It was noted that lost image occurred during insertion of the device before reaching the target lesion. A calcified nodule was noted during delivery and upon initial inflation of the wolverine balloon and the balloon ruptured at 12atm. There was resistance felt during removal and a guide extension catheter was used to assist in removal of the device. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.